Event description:
The customer reported having low blood glucose of 70mg/dl. The customer stated that her glucose level was 300mg/dl the night before; then she gave herself a correction and her blood glucose dropped to 52mg/dl. Customer was receiving messages of checking her blood glucose, and she was unable to clear the messages. During the call, the customer stated that she had to call the paramedics due to her low blood glucose, and she is back on manual injections until she sees the trainer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.